Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The physician replaced the patients chargeable ipg with a non rechargeable ipg and the patient was doing well postoperatively. The explanted ipg was not returned.